Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead exhibited noise. No over-sensing was reported. No intervention was planned and the patient will continue to be monitored. No patient consequences were reported.